Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned not to olympus for evaluation and the customer¿s allegation was not confirmed. The product was sent to a third party for repair. A product investigation was unable to be performed and it could not be determined whether the product met specifications. A review of the device history record found no deviations that could have caused or contributed to the issue. The cause of the reported event could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The issue occurred during cleaning and disinfection. There were no reports of patient harm.

Event description:
It was reported, the camera head had no image. The issue occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.